Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 260mg/dl at its highest and correction boluses were delivered to address the bg level. The customer changed their supplies each time in order to clear the occlusion alarm. No troubleshooting was performed as events had occurred in the past and supplies had been changed.